Event description:
Reported as a staph infection. The cause of the infection is unknown. Allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: 06/10/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Infection is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.